Manufacturer narrative:
The hospital biomedical dept evaluated the device. The root cause was determined to be due to a failure of the power conversion pcb assembly. After replacing the power conversion pcb assembly, proper operation was confirmed by the customer.

Event description:
It was reported that the device would power on, then immediately power off. There was no patient use associated with the reported event.